Manufacturer narrative:
No medwatch form was received.

Event description:
It wass reported that during a device change out trends from the device indicated that sensing was decreasing and the threshold was variable on the rv lead. The complete system was explanted and replaced on the right side due to difficult access on the left side.